Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to login. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to log in. A technical support specialist (tss) confirmed that the information technology team had increased the e drive storage to 200 gigabytes. The issue was resolved. The system functioned as intended after technical support specialist investigated the issue.